Event description:
Home patient (hp) reports heater bag fell off homechoice machine and homechoice set spike disconnected from solution bag port. Hp spiked a new solution bag onto same line and resumed therapy. Hp then reports receiving a system error 2084 in last fill, hp discontinued treatment at the time. Per hp's healthcare professional(hcp), no patient injury or medical intervention resulted from incident.